Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The customer advised physio-control that they have not decided whether or not they will be replacing their device. They have not returned this specific device to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
It was reported that the customer's device locked up upon powering the device on. In this condition, the device could not be used on a patient, if needed. There was no patient use associated with the reported failure.